Manufacturer narrative:
Summary of evaluation: evaluation results as received from co indicate strong marks of wear on the cutting tool. The cutting edges broke off during application using high loads.

Event description:
Metal chips were found in the bone chips. This event did not cause an adverse conseqeunce to the pt or surgical delay.